Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing and review of the device data logs confirmed the report that the device alarmed and stopped ventilation. Review of the device data logs also revealed a single occurrence of system fault 192. During the device evaluation, it was also found that the device failed to complete its internal self-test and the touchscreen was inoperable. Visual inspection found contamination and water ingress in the device top case assembly, pneumatic block and the main circuit board (pcb). The investigation determined that the device failures were due to water ingress in the device and the device components. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and stopped ventilation. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and stopped ventilation. There was no patient injury reported as a result of this incident.